Manufacturer narrative:
(B)(4)

Event description:
Covidien received an email from the customer reporting 3 endotracheal tube cuff failures that leaked during ventilation. No adverse event or required intervention was reported. Additional information has been requested. The 3 incidents (one for each tube) are referenced on our reports 2936999-2016-00354, 2936999-2016-00355 and 2936999-2016-00356.